Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ise tests on the cobas 8000 ise module. The customer issued corrected reports for 40 patient samples tested on (B)(6) 2018 and 2 samples tested on (B)(6) 2018. The customer provided data for approximately 41 samples and of these 13 had erroneous results for ise indirect na for gen.2. Two of the 13 samples with erroneous na results also had erroneous results for ise indirect cl for gen.2. All erroneous results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. Refer to the attachment for all patient data. Different initial and/or repeat values were provided for sample ids (B)(6). It was asked, but it is not known which specific values were correct. No adverse events were alleged to have occurred with the patients. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. Upon investigation of the patient data, the data pattern suggests that a mis-sampling of the patient samples took place. These effects can be caused by poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
A clarification of the correct patient values has been received from the customer. Refer to the attachment for the corrected patient data. Fields highlighted in yellow contain corrected patient data. (B)(6).